Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the lead impedance was less than 220 ohms. The lead was explanted and replaced.